Manufacturer narrative:
Ts reviewed the data and discussed that the morphology was consistent with the presence of air bubbles and was not consistent with possible under insertion of the electrode into the device header. Shock impedance measurements were normal. No changes were made to the system and the patient was dismissed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post-implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low r-wave amplitude measurements in all vectors, and noise was observed on the primary vector. The noise appeared as intermittent fast spikes during manipulation of the electrode. A boston scientific technical services (ts) consultant discussed possible air bubbles. The field representative reported that after additional manipulation, the noise was resolved. No air bubbles were observed on x-ray. Device data was submitted to ts for review. No adverse patient effects were reported.